Event description:
Boston scientific received information that a low shock impedance less than 20 ohms was detected on the right ventricular (rv) lead. Technical services was consulted and discussed possible causes. The patient with this device system was brought into the office for follow up, however, the low impedance measurements were unable to be reproduced. The physician felt no further intervention was necessary. Approximately four years later, additional information was received that consistent shock impedance measurements less than 20 ohms were observed. During a routine follow up appointment, the rv lead measured within acceptable limits in monophasic. Additionally, the device had appropriately declared elective replacement indicator (eri). A revision procedure was performed and the device was electively explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.